Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she could not clear the alarm. The customer stated that she might have slept on it. The customer stated that she was clearing a low blood glucose warning before the alarm occurred. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
All of the buttons functioned properly however, had corroded keypad traces. No button error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and stained end cap sticker.